Event description:
It was reported by an attorney that the patient underwent a laparoscopic umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a recurrent ventral repair surgery at the same site on (B)(6) 2014 due to mesh failure. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a recurrent ventral repair surgery at the same site on (B)(6) 2014 due to a hernia defect in the middle of the previously placed mesh and gore mesh dual plus was then implanted.